Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level customer¿s blood glucose was in the 167 mg/dl. The insulin pump received hardware low level failures and power loss alarm. The customer also stated that battery was dead. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test however, device alarmed hardware low level failures error during the self test and hardware low level failures error is found in the formatted history file due to broken trace at pin on the keypad assembly. No unexpected low battery or battery power loss alarms noted.